Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, exposed wires were observed on the rover's power cord. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device for an unrelated issue. During the visual inspection, it was observed that the outer protective insulation of the power cord was cut through, revealing bare copper wires. The cause of the damage is unknown, but may be the result of mishandling. The power cord was replaced and the rover returned to use.